Event description:
It was reported that the device fractured requiring a revision surgery to correct.

Manufacturer narrative:
Patient identifier, patient weight and concomitant medical products added.implant date corrected.